Manufacturer narrative:
Initial.

Event description:
It was reported that during a cartridge replacement the cartridge burst and leaked insulin into the pump, after which the user dried the pump and continued use without alerts or alarms. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health status and no hospitalization. Investigation included troubleshooting and user education regarding proper cartridge handling and seating. Investigation of this case revealed a suspected cartridge integrity or connection issue resulting in leakage within the pump assembly, consistent with a leaking cartridge event. It was concluded, based on previously established findings for similar reports, that the cause was user handling or assembly error.